Manufacturer narrative:
The investigation was started. The results will be sent within a follow-up report.

Event description:
It was reported that while an already critical patient was ventilated a loss of tidal volume occurred. At this patient the vt decreased from about 450ml to below 180ml. As a consequence, the user calibrated the flow measurement three or four times and the vt values improved temporarily. In the following the vt decreased again, a renewed calibration did not improve the vt values. The user disconnected the critical patient and continued the ventilation with another ventilator. No immediate injury resulting of the incident was reported. However, it could not be excluded by the user that the incident contributed to the deterioration in health. The patient died three days after the incident. Please note that this was accidentally sent under a wrong MDR report no. Which is now corrected to 9611500-2019-00281. Initially this report was sent under report no. 9611500-2019-00280, but this MDR report no. Belongs to another report with an perseus a500 as reported device, serial no. (B)(4).

Manufacturer narrative:
The investigation was based on an analysis of the logbook and the device in the manufacturer's repair shop. A two-day test run was performed including a check of the measured volumes and did not reveal any deviations. According to the logbook, the device was used to ventilate the patient between september 3rd and september 6th. Ventilation was carried out during this period using the pressure-controlled ventilation modes pc-simv and spn-CPAP. A large number of "leakage" and "vt low" alarms were issued. There is no indication of a device malfunction or a malfunction of the flow measurement in the logbook during the entire ventilation period. Logbook and device analysis give no indication of a malfunction. We conclude that during the entire ventilation period of the patient, the device ventilated accordingly to its setting (airway pressure and inspiration time) and alarmed according to the specification and setting of the alarm limits.

Event description:
Please refer to the initial-report.